Event description:
The catheter broke off at the hub and went into the pt's heart. According to the nurse this did not cause the pt a serious problem. Implant date: (B)(6) 2006. Explant date: (B)(6) 2007.

Manufacturer narrative:
On (B)(4) 2007: received report that 'port with hub broke off'. Tried to contact complainant - left message. On (B)(4) 2007: (B)(6) from (B)(6) medical center responds. Reports the catheter broke off at the hub and went into the pt's heart. According to the nurse, this did not cause the pt a serious problem. Implant date: (B)(6) 2006. Explant date: (B)(6) 2007. Attending physician dr. (B)(6). Complainant to send only port back to pfm medical. Catheter is not available. Client has not responded to multiple requests regarding return of sample. Without sample, unable to properly investigate complaint. Review of past complaints and labeling indicate the following: historically, catheter broke off at hub indicates that the catheter had disconnected from the port. The IFU clearly states how to connect the catheter to port and to assure proper connection. Historically, catheter broke indicates that the catheter was placed between the clavicle and the first rib creating a 'pinch off'. This condition is clearly identified in the IFU. Since the device had been implanted for over 9 months have to conclude that a pinch off condition existed. Unable to determine cause for failure. Historically similar events indicate that the device was improperly placed as indicated in the IFU. (B)(4); pfm medical, inc.